Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed a driveline (B)(6). They called to report they had drainage and irritation at the driveline exit site on (B)(6) 2021. An ultrasound was performed and a culture was taken from the driveline exist site. The patient was started on (B)(6). The culture was (B)(6) for pseudomonas aeruginosa, which was susceptible to (B)(6). The cultures remained (B)(6) for the follow 5 days. The ultrasound did not show any pockets of fluid.